Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported, during a routine follow-up, several non-sustained ventricular tachycardia (nsvt) episodes were observed when reviewing the device data. It was suspected the nsvt episodes were due to noise. The patient reported feeling dizzy around the same time as the nsvt episodes. The physician was able to reproduce the noise when turning the patient's arm. The right ventricular (rv) impedance was measured when turning the patient's arm, and intermittent values of 1800 ohms and greater than 3000 ohms were observed in the bipolar configuration. The ventricular sensitivity was programmed to 2.5 mv, and oversensing was observed in both unipolar and bipolar configurations. The oversensing did not result in asystole of greater than 2 seconds. The pocket was manipulated, but no noise was observed. The rv sensitivity was reprogrammed to 5.0 mv to help mitigate oversensing. It was noted an intrinsic beat was not confirmed with 30 paces per minute, but in order to avoid oversensing, the sensitivity was reprogrammed from 2.5 mv to 5.0 mv. It was suspected the rv lead was fractured based on the high impedance measurements. A lead replacement procedure has been scheduled within the near future. At this time, this rv lead remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this right ventricular (rv) lead was surgically abandoned, and a new rv lead was successfully implanted and connected to the associated pacemaker. No additional adverse patient effects were reported.